Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage with shield and the phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline vantage with shield inner pouch. Visual inspection/damage location details: the pipeline vantage with shield pushwire partially stuck at the distal segment of the phenom 27 catheter. The pushwire was protruding from the hub and the tip coil was partially deployed from catheter tip. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip, marker band were examined; and no damages were found. No bent or kink were found with catheter body. No flash or voids molded were observed in the hub. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal and proximal ends of the pipeline vantage with shield were found fully opened and moderately frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. No other anomalies were observed. ¿testing/analysis: for further examination, the pipeline vantage with shield was pushed out from the catheter with difficulty and braid was removed from catheter. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Conclusion: based on the returned device, the pipeline flex shield could not be confirmed to have failure to open at the proximal end as the distal and proximal ends of the pipeline vantage with shield braid were found fully opened and moderately frayed. However, the cause for damage could not be determined .however, based on the customer images was confirmed as the proximal end of pipeline vantage with shield braid was not opened due to damaged braid. The damage to the braid on the ends of the pipeline vantage with shield is likely the results of the physician re-sheathing the device more than recommended two times. It is likely that the patient tortuous anatomy may have contributed to the failure to open issue. There was no non-conformance to specifications identified that led to the failure to open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the middle and proximal segment. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the para ophthalmic cavernous suprachnoid with a max diameter of 12.77mm and a 8.4mm neck diameter. The landing zone was 3.92mm on the distal end and 4.59mm on the proximal end. It was noted the patient's vessel tortuosity was severe. It was reported that upon unsheathing of the vantage to deploy the flow diverter, the first half of the pipeline opened well, while the second (proximal) half of the stent remained attached to the delivery device, (not opening) after unsheathing. The physician stopped before reaching the point of no return, and tried resheathing and unsheathing the device at a different site in the vessel, this was repeated two times at two different locations. Finally, the device was removed from the patient and tested outside, and it was visible the proximal half of the vantage device was not opening upon unsheathing. The physician continued the procedure using the pipeline flex with shield technology and completed the procedure successfully. The pipeline had been placed in a bend (proximal, middle, and distal sections). Less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and any accessory devices were prepared as indicated in the IFU.  Ancillary devices include a rist radial access guide sheath, phenom plus 120cm guide catheter, phenom 27 microcatheter, traxess by boston scientific guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.